Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced repeated diaphragmatic and phrenic nerve stimulation. Attempts to program around the stimulation were unsuccessful. The patient's left ventricular (lv) lead was repositioned. No evidence of diaphragmatic or phrenic nerve stimulation was found after the repositioning. The lv lead remains in use. No further patient complications have been reported as a result of this event.